Event description:
The customer reported about one event of a data loss where 20 images were lost without any warning. The customer had to call back the patients and rework on patient with second time exposure. This was reported as one event.

Manufacturer narrative:
(B)(4). The investigation is still currently ongoing and conclusions will be sent in a follow up report.